Event description:
A blood leak occurred in the b3-1.0a filtryzer during the first use and the pt lost her blood into the extracorporeal circuit (approx 400ml). There was no other injury and adverse effects to the pt.